Event description:
The customer reported that sometimes insulin from the reservoir leaked past the o-rings. The blood glucose reading was 77mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed pre-fill reservoir test. Reservoir passed per inspection. No transfer guards occluded or leakage anomalies were found during analysis.inspected seven open and used reservoirs. Performed pre-fill reservoir test. Reservoir passed per inspection. No transfer guards occluded or leakage anomalies were found during analysis.